Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the poe injector. The system then passed the system checkout and was found to be fully functional. The poe injector was returned to the manufacturer for analysis. Analysis found that when powered on and providing power to a camera, the replaced poe injector led would turn green and within a few hours would turn red. If poe was unplugged from wall power and cooled, poe would provide power once wall power was re-applied. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there were not lights on the camera, but the camera monitor was on. The ups lights were on. The poe injector had a red light. The site bypassed the top camera cable and still had no response. Site then bypassed the entire camera cable chain and connected a new ethernet cable from the camera to the poe injector with no change. No patient present.